Manufacturer narrative:
The field service engineer (fse) was onsite on (B)(4) 2008, to investigate the event. The fse verified all alignments, adjusted the ultrasonics and the brackets for the wash arm assembly. The fse cleaned both the precision pump and wash pump valve along with the incubator track. The fse replaced the peri pump and tubing, a dispense probe, aspirate probes and the reaction vessel (rv) home clip. The fse indicated that all verification testing passed within specs. Although hardware issues were addressed, a definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable event.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accutni (troponin I) results generated on the synchron lxi 725 clinical system. The initial erroneous result was not reported outside the laboratory. The pt sample was retested and the results were within the normal reference range. The retest results were reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.